Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that his onetouch ultra2 meter displayed an error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2014 at 9:30 pm. The patient stated that when he attempted to obtain a blood glucose reading, the subject meter displayed an error 5 message. The patient manages his diabetes with fixed-dose insulin. The patient stated that he took less food/drink on (B)(6) 2014 at 9:30 pm in response to the alleged meter issue. The patient claimed to have developed the symptom of "sickness" 12 hours after the alleged meter issue began; however he denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, the patient was using the correct testing technique, the test strips had not expired or been open for longer than the discard date and the alleged issue was not resolved following a walk-through test during troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom of ¿sickness¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.